Event description:
It was reported to boston scientific corporation that a rotatable snare was opened for use in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during preparation, the flare detached when the tech attempted to retract the snare. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. However, the device was not used past its expiry date. (B)(40 for the reported event: flare detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the returned product found the flare detached. Additionally, the wire and the catheter were noted to be kinked. Functional testing could not be performed due to the flare detachment. The complaint was confirmed; the device has a detached flare. The device also presents a kink on the catheter and wire which was probably caused by handling during unpacking or preparation. The kinks could cause resistance and friction during attempts to actuate the device, ultimately resulting in flare detachment. The most probable root cause for this reported event is handling damage.

Event description:
It was reported to boston scientific corporation that a rotatable snare was opened for use in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during preparation, the flare detached when the tech attempted to retract the snare. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.